Manufacturer narrative:
H3: no product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The event history log was unable to be reviewed as the product was not returned.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. D4: catalog number, serial number and h4: manufacture date are unknown, no product information has been provided. G4: 510k is unknown. No product information has been provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that a pharmacist from the university of (B)(6) reported that the patient was admitted to the hospital due to a pump failure. Specific details regarding the date of admission, discharge, or duration of hospitalization are currently unknown. Tracking information for the returned pump has not been provided, and no photographs are available. The infusion was continuous, but the set flow rate and volume delivered are unspecified. The position of the pump at the time the alarm occurred is also unknown. No further information is available at this time. The patient was receiving IV remodulin.